Manufacturer narrative:
Event has been updated with additional event details. The exact date of the event is unknown. The provided event date, (B)(6) 2019, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2019. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Device code 3270 captures the reportable event of stent first flange failed to expand. Device code 3009 captures the reportable event of stent first flange positioning issue. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that a hot axios stent was to be implanted in the bile duct during a biliodigestive anastomosis procedure performed on an unknown date. Reportedly, the patient was severely ill and palliative. According to the complainant, during the procedure, the first flange was deployed but could not be opened, and the stent slipped through. The axios was removed from the patient partially deployed on the delivery system. The physician attempted to place another hot axios stent, but the same issue occurred. The procedure was not completed, and the patient was sent to surgery due to "axios failed." Reportedly, the event was resolved. Boston scientific has been unable to obtain additional information regarding details of the surgery and the patient's condition despite good faith efforts thus far. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 24apr2019. The stent was intended to be implanted in the jejunum for a gastroenterostomy. Reportedly, the physician placed an over the scope clip to complete the procedure. The patient was then sent for an operative gastrectomy as palliative treatment. Reportedly the patient's condition was "high grade palliative" but stable. Note: the stent was intended to be placed in the jejunum for a gastroenterostomy; however, the hot axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or the biliary tract. The device is not indicated for placement in the jejunum.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2019, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(4) 2019. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that a hot axios stent was to be implanted in the bile duct during a biliodigestive anastomosis procedure performed on an unknown date. Reportedly, the patient was severely ill and palliative. According to the complainant, during the procedure, the first flange was deployed but could not be opened, and the stent slipped through. The axios was removed from the patient partially deployed on the delivery system. The physician attempted to place another hot axios stent, but the same issue occurred. The procedure was not completed, and the patient was sent to surgery due to "axios failed." Reportedly, the event was resolved. Boston scientific has been unable to obtain additional information regarding details of the surgery and the patient's condition despite good faith efforts thus far. Should additional relevant details become available, a supplemental report will be submitted.